Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16872. It was reported the patient had their leads replaced because both were fractured. The patient does not know how or when the leads were fractured. Therapy was restored post-op.

Manufacturer narrative:
A patient had a lead revision was reported to abbott. It was determined the patient had their leads replaced because both were fractured. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.